Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the reported issue was confirmed, but a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had white residue inside the air / water channel. There was no patient involvement.